Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. The blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump, following the customer's report of multiple occurrences of the malfunction. The customer was advised to use multiple daily injections (mdi) as a backup therapy and received a pump with updated software. Instructions were provided to the customer on handling the replacement and returning the malfunctioning pump.